Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient had a device check done and four hours later "it went off and knocked out" the patient. The caller also stated the patient fell down and split their head open. The patient went to the hospital. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.